Manufacturer narrative:
The customer observed wash concentrate was leaking due to a broken cap on the instrument. A replacement cap was sent to the customer. The customer replaced the cap.

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from the wash concentrate cap on unicel dxc 800 pro synchron system. The customer has exposure control plan in place, but msds was not reviewed. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.